Event description:
The consumer reported that his device was malfunctioning, whenever he tried to press the grey button on his device it would not shut the device off and it was continuing to run. The patient stated that his entire body was shaking and he did not know what to do. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.